Event description:
Telemetry confirmed a critical alarm was occurring due to a low battery reset on (B)(6) 2014. The patient felt like they were not getting symptom relief. The pump contained morphine and bupivacaine. The patient¿s outcome was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient on (B)(6) 2016 and it was reported that the she experienced sudden withdrawal. The pump was replaced. Per the patient, the ¿pump went on the fritz because of the microwave¿. Her hcp (healthcare professional) told her it probably stopped because of ¿the use of microwaves and transmitters in cars and etc¿. The hcp didn¿t know for sure, but that is what she thought ¿was left in her mind by the hcp¿. She ¿even had a bolus that it wasn¿t working¿. The situation was resolved with the replacement of the pump.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that safe state did not occur while updating the pump or while a flex bolus was in use. There was no electromagnetic interference (emi) source that the reporter knew of. When the patient¿s pump was read, there were numerous ¿stopped pump¿ and then it would restart until finally it said ¿low battery¿. The physician did not do any troubleshooting. A pump replacement was planned but a date had not been set yet. The reporter couldn¿t remember the exact symptoms that the patient was having.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).